Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was cracked and peeling from the curved metal jaw. The coating (boot) was reassembled and it formed a complete assembly on the backside of cold jaw boot tip. A functional movement test was conducted using a reference hemopro and returned vv7 harvesting cannula. A reference scope was inserted into the returned vv7 harvesting cannula. The hemopro movement within cannula was normal with no jaw boot tearing and/or peeling observed. The reported failure was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure where the maquet field clinical representative "fcr" was present, the harvester had a difficult time getting the hemopro tissue welder through the cannula because of resistance. When the tissue welder came through, the silicon coating over the jaws began to peel back, but the silicone did not break off. The fcr was pretty sure the jaws were closed prior to pushing through the cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Product never touched the pt.